Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The article was written by edward j. Mcpherson, matthew v. Dipane and sherif m. Sherif. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04832 / 04833).

Event description:
Information was received based on review of a journal article titled, "massive pseudotumor in a 28mm ceramic-polyethylene revision tha: a case report, which aimed to review the findings of a massive pseudotumor detected pre-operatively in a (B)(6). Revision total hip arthroplasty; and aimed to propose a mechanism of pseudotumor formation in this case. Patient underwent a left total hip arthroplasty on an unknown date in (B)(6) 1984. Subsequently, patient underwent a revision procedure on (B)(6) 2000 due to osteolysis and mechanical loosening. Patient underwent a closed reduction in 2007 due to dislocation. In 2010, patient experienced mechanical low back pain and mild left hip pain, and eccentric polyethylene wear was noted radiographically. In 2012, patient experienced clicking upon flexion and activity-related pain, and radiographs showed increased eccentric polyethylene wear. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to increased pain, swelling, numbness, tingling in left leg, and the presence of two pseudotumors. During the procedure, five pseudotumor masses were excised. The liner and modular head were removed and replaced to complete the procedure.